Event description:
It was reported, that the right atrial (ra) lead was dislodged. The physician did not want to reposition the ra lead, so it was plugged. The device was reprogrammed. The ra lead was explanted and replaced. There were no patient consequences.